Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving a no delivery alarm and did not receive an alarm. Customer's blood glucose was 528 mg/dl, which was treated with manual injection. Customer was advised that the last alarm showing in alarm history was a low reservoir alarm. After troubleshooting, customer was advised to monitor insulin pump.